Manufacturer narrative:
Follow-up (B)(6) 2016: customer later reported that bg levels increased to 154 (mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 (mg/dl) following the load process. Reportedly, after going through the load process, customer received a notification to complete the load process again. During troubleshooting with tandem technical support, a review of the load history showed that customer performed fill tubing process while connected, delivering 18.2 units of insulin directly into their body. Customer consumed a soda to treat bg level. Recommendation was made to go to the emergency room and/or consult their health care provider for assistance with low bg level.

Manufacturer narrative:
(B)(4).